Manufacturer narrative:
Based on an extensive investigation of events reported from several user facilities outside the united states, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the united states. Was initiated in (B)(4) 2009 and reported to (B)(6) as required. The durom cup reported in this case is not marketed in the united states. A similar cup, compatible with the metasul ldh femoral head, is cleared in the united states and a corrective action for this product was reported to the FDA in (B)(4) 2008 as correction (B)(4). Should additional information including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
Event timing: after surgery. Event detail: reported event: diagnosis: confirmed pseudotumor, painful hip. At (B)(6), no chart available. It is reported that the patient was operated in year 2007 with an acetabular component (exact date unknown). The patient was revised on (B)(6) 2013 due to pseudotumor and pain.

Manufacturer narrative:
This case was reopened on march 20, 2017 to enter additional information which was received on march 14, 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that a product liability claim was raised. The patient was implanted a durom acetabular component 60/54 code t on the right side on (B)(6) 2007. The patient was revised due to pain, synovitis, pseudotumor, fluid accumulation, osteolysis and loosening.